Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm after priming. Customer reported that the insulin pump's drive support cap was sticking out. Customer also reported being hospitalized due to a non-diabetes related surgery. Blood glucose level was 69 mg/dl at the time of the call. No further information was provided.